Manufacturer narrative:
Evaluation: a lens work order search was performed for the lens. Visual inspection of the returned product showed that one lens haptic has two pieces missing. Clear surgical residue/debris on the product. A lens order search was performed for the lens and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens and the lens would not unfold. The lens tore when the surgeon removed the lens from the eye without enlarging the incision. Another lens was inserted. No sutures were required. The temporal tunnel was too long causing the lens not to unfold.